Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the closure of the sternum on an open coronary artery bypass graft, the needle came off the strand and remained in the needle holder. An opposition steel suture was used to complete the case. There was no patient injury.